Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing low blood glucose levels due to setting adjustments. The customer stated that he had reduced his settings with his doctor about a week and a half prior to the call. He also reported that he experienced leaks with his infusion set. He stated that when he inserted the infusion set, it felt as though the needle had hit something hard, almost like a rock, in his tissue. He believed that the needle may have hit scar tissue. He stated that he was not able to see very well. The customer's blood glucose was 49 mg/dl, which was treated with maple syrup, and rose to 76 mg/dl. He also reported that there were two other events during which his blood glucose was in the 60 mg/dl range. He noted that he has chronic pain and treats with narcotics. He also reported that the act and down buttons were difficult to press on the device. He said the up button clicked but these 2 buttons did not. He declined troubleshooting assistance for all issues.